Manufacturer narrative:
Product was received by MFR for eval. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the f/o connector disconnected during the medical procedure. The doctor fixed it and continued the surgery. No reported injury.